Manufacturer narrative:
The user told olympus that they won't have use the chemical indicator because they have only one or two endoscopy per week and this product in another facility is maintained in the same way, but no problem has happened there. If additional information becomes available, this report will be supplemented.

Event description:
Olympus representative visited the user facility at their request since they observed the device displaying error codes. Olympus inspected the device on-site and found that the facility did not check the concentration level of the disinfectant solution. They didn't have chemical indicator for it. This doesn't guarantee effective endoscope reprocessing. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The reported event may be that the endoscope has not been properly disinfected. Therefore, omsc will notify the user facility to check the concentration level of the disinfectant solution each time according to the device's instruction manual before disinfecting the endoscope. If additional information becomes available, this report will be supplemented.